Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in-stent restenosis occurred. In (B)(6) 2015, a 3.00 x 12 synergy¿ stent was placed in the ostial saphenous vein graft (svg) graft to proximal first obtuse marginal (om1). However at an unspecified date that patient presented with symptoms and an angiogram showed 99% restenosis of the synergy stent. Successful balloon angioplasty performed in (B)(6) 2015, no other stents were implanted. No further patient complication were reported and the patient's status is stable